Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide cath: turnpike, guidezila. Stent: xience xpedition x 2. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with one of the implanted stents resulted in the reported entrapment. Manipulation of the device as an attempt was made to remove the guide wire by using a non-abbott micro catheter and guide extension resulted in the reported device damaged by another device and the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience xpedition device is filed under a separate medwatch report #.

Event description:
It was reported that on (B)(6) 2019, during a planned staged procedure in the proximal right coronary artery (rca), 2 xience xpedition stents were successfully implanted, using an xtra s'port guide wire. During removal of the guide wire, resistance was noted with one of the implanted stents and an attempt was made to remove the guide wire by using a non-abbott micro catheter and guide extension. However, this was not successful and force was applied. The distal stent in the proximal rca was shortened and the guide wire broke and remains in the vessel. Timi flow was reduced to 1. Multiple unsuccessful attempts were made to re-open the vessel, but timi flow remained at 1. No additional intervention was performed, and the patient was transferred to the intensive care unit. The patient was noted to be recovering well. No additional information was provided.